Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for an implant. The annulus circumference: 67.8 mm, ascending aorta diameter: 39.7mm. The implant depth was 5mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. At 80% deployment, there was no aortic regurgitation at all. Device was successfully implanted. Post deployment, a transvalvular perivalvular leak was observed. A post balloon aortic valvuloplasty (bav) was performed but was unsuccessful. A non-abbott valve was successfully implanted as a valve-in-valve. The physician alleged that the stitching on the commissure was loose and the leaflet may have been damaged during crimping. There was a clinically significant delay with the valve in valve procedure, however, the patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The field indicated that there was sufficient calcium to allow anchoring of the device and that the device was implanted at a depth of 5mm, which is deeper than the recommended implant depth of the device. Information from the field also indicated that the valve leaflet may have been damaged during 'crimping' which could have contributed to the reported event. Based on the information received, the root cause of the reported incident could not be conclusively determined but could have been a result of implant depth and over valve damage that occurred during 'crimping'. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lot."